Manufacturer narrative:
Initial reporter postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Patch lot number 1717111. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: enlarged lymph nodes in the axillas.

Event description:
Patient reported left side rupture. Healthcare professional reported "bilateral micromastia with glandular ptosis", "hypoplastic glandular parenchyma with initial fibrous changes; [illegible] formations in both mammary glands and enlarged lymph nodes in the axillas bilaterally". Device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional reported "bilateral micromastia with glandular ptosis", "hypoplastic glandular parenchyma with initial fibrous changes; [illegible] formations in both mammary glands and enlarged lymph nodes in the axillas bilaterally". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Wear abrasion is observed. Voids are observed. Yellow particles observed in the surface of the shell.